Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the irrigation was defective. It was reported that at the time of mapping, the irrigation of the pentaray nav high-density mapping eco catheter was defective. They replaced the catheter resolved the issue. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation and irrigation test of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies in the device. An irrigation test was performed, and during the test, an occlusion was detected. Further investigation revealed that the irrigation tube inside the tip was bent. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The failure observed with the irrigation tube could be related to the irrigation issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the bent condition could not be determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the irrigation was defective. It was reported that at the time of mapping, the irrigation of the pentaray nav high-density mapping eco catheter was defective. They replaced the catheter resolved the issue. The procedure was completed without patient's consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3-jun-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).